Manufacturer narrative:
The following additional defects were found by service: the large light guide lens and small light guide lens were chipped. The distal end cover demonstrated scratches and a sharp edge. The adhesive glue in the bending section was cracked. The bending tube of the insertion section demonstrated folds and distorted shape. The connecting tube and switch box demonstrated scratches. The scope connector plug housing was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during a therapeutic gastroscopy procedure there was no angulation when the angulation control knob was turned. There was no extension of the procedure due to the event. The procedure was completed using the same device with no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. The inspection and testing of the returned device confirmed the customer¿s reported angulation issue and found the angulation system did not meet specification. Additionally, a greasy residue (foreign material) was observed in the air/water and instrument channels. This report is being submitted for the malfunction found by service during the device evaluation (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the foreign material was a viscous liquid-like material adhering to the inner wall of the channel. Assumable causes were as follows: since pre-cleaning was not performed immediately after the procedure, foreign material became difficult to remove. Appropriate reprocessing was not performed, and proper amount of water was not fed during pre-cleaning and manual cleaning, making foreign material difficult to remove. When the user sent the device for repair, inside of the channel was not completely dry. A definitive root cause cannot be identified. This issue is covered in the instructions for use: the user can reduce and prevent occurrence of the events by handling the device in accordance with the following IFU. "Reprocessing manual:precleaning the endoscope and accessories describes the implementation of pre-cleaning immediately after the procedure and flushing of the auxiliary water channel. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel:the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor the field performance of this device.